Manufacturer narrative:
No patient information provided as no patient was involved in this concern. To troubleshoot the issue the medtronic representative replaced the power cord with one from the site and reported the power cord resolved the issue. Replacement power cord shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that while reviewing a surgical plan on the navigation system the system unexpectedly shutdown. There was no patient present when this issue was identified.